Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose was low 523 mg/dl. The customer reported that there was insulin flow blocked alarm. Troubleshooting was performed for insulin flow blocked alarm and found that the insulin exited. The customer stated that the infusion set cannula was bent. The insulin pump will not be and infusion set will be returned for analysis.